Event description:
It was reported that the slide clamps on the IV blood set were not working properly, and therefore were pulling both blood and saline from 'both sides' which caused a delay in the blood transfusion completion time. This issue has occurred during infusions as well as testing from the same lot in the lab. When the saline side was clamped and the tubing attached to the lvp, blood from the blood bag backed up into the saline bag. The user had to use another clamp from a different set to clamp off the saline line to prevent the bag from mixing with the saline; which further delayed the infusions. The nurse stated only one unit of blood was infused with this set, and that the roller clamp engaged. The event occurred in the oncology infusion department. There was no report of patient harm. The clinician further tested 3 blood sets using several alaris devices (no patient involvement). The saline was clamped; however when it was started, the pump did not alarm occlusion, it infused the saline even with the clamp engaged.

Manufacturer narrative:
The blood sets used during the reported event were not received for investigation. Instead, we received new same model and lot number blood sets. Functional testing was performed by applying air pressure, with set submerged underwater, through each of the two tubings above the blood filter drip chamber with only the opposite tubing's slide clamp applied at pressure increased up to 30psi in which no air was observed to exit out the entrance spike of the clamped tubing. The customer report that blood infusion set's clamps were not working properly due to fluid within another bag being able to flow/backup into another different fluid bag was not confirmed. The root cause of the customer's was not identified.

Manufacturer narrative:
No event products were returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. Eight new, unused representative samples were returned from the customer. The root cause of this failure was not identified.

Event description:
It was reported that the slide clamps on the IV blood set were not working properly, and therefore were pulling both blood and saline from 'both sides' which caused a delay in the blood transfusion completion time. This issue has occurred during infusions as well as testing from the same lot in the lab. When the saline side was clamped and the tubing attached to the lvp, blood from the blood bag backed up into the saline bag. The user had to use another clamp from a different set to clamp off the saline line to prevent the bag from mixing with the saline; which further delayed the infusions. The nurse stated only one unit of blood was infused with this set, and that the roller clamp engaged. The event occurred in the oncology infusion department. There was no report of patient harm. The clinician further tested 3 blood sets using several alaris devices (no patient involvement). The saline was clamped; however when it was started, the pump did not alarm occlusion, it infused the saline even with the clamp engaged.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that blood infusion sets clamps do not work properly, the user noticed the issue during testing and during patient use, stated that the entire lot is "bad¿ however only tested 3 sets from this particular lot. It was reported that the tubing was attached to the blood and saline pulled from both lines with blood backing up into the saline bag. The user had to use another clamp from a different set to clamp off the saline line otherwise the whole bag of blood would have backed up into the bag of saline. The roller clamp was engaged and no cracks noted however fluid was being pulled from both ends (the blood bag and the saline bag) causing the blood to run much longer than necessary since saline was being mixed in with the blood. The rn stated only one unit was infused with this set. The event occurred in the oncology department. The clinician tested 3 blood sets using several alaris devices, it was reported the user ¿clamped the bag of saline (which was attached to the blood tubing) and put into the alaris pump; the pump did not alarm saying occlusion but instead ran, even with the clamp engaged.¿